Event description:
It was reported that during a replacement procedure, the physician connected a competitor lead to the new device and the patient became asystolic. The physician again attempted to connect the lead two other times and was finally successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).